Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of chocking and suffocation while waking up in the morning and the device is running out of air. There was no report of serious injury or harm. There is no medical intervention was specified. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.